Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller setup joint (acj). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an error 319 on the universal surgical manipulator 3 (usm3). The customer disabled the usm and continued with the remaining three. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the customer confirmed that there were no issues with the system during power up and the case was completed with the remaining three usms.

Manufacturer narrative:
The acj was installed onto a golden system and performed system program but failed to recognize to the system after system boot up. Root cause is attributed to the defective component.

Event description:
Refer to h11 for follow-up information.